Event description:
It was reported during the implant attempt that there was difficulty with placement and could not confirm helix screw retraction under fluoro. The lead was not implanted. There were no patient complications reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, blood was noted in the helix mechanism on visual inspection.